Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited ec46011. No patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that system fault 46,011 occurred 0 0 0 4 was recorded in history. During analysis, the reported issue was able to be duplicated. The reported error code 46011 was found on the app and event log twice. This error was noted to be due to the microprocessor (mp) needing an update. Service will clear error code and reload software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.